Event description:
Follow up information received that the patient underwent surgery and had the system removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-11632. It was reported that the patient was experiencing ineffective stimulation. The patient may undergo surgical intervention in address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.